Event description:
The MFR received info alleging an everflo oxygen concentrator had damage to the power cord. There was no report of pt harm or injury. The device has yet to be evaluated by the MFR. A follow up final report will be filed when the MFR has completed the investigation.